Event description:
It was reported via trial that during a moderately tortuous, heavily calcified right carotid artery at the bifurcation stenting procedure, the rx accunet filter was placed without incident and the rx acculink stent was deployed without incident, however, the rx accunet filter could not be retrieved as the recovery catheter could not pass more than 10 mm into the edge of the just deployed stent. Numerous devices were attempted to cross the stent to retrieve the filter but were unsuccessful. It was noted the patient remained stable throughout the procedure and retrieval attempts. Neurologic and interventional physician consults determined that the rx accunet filter should be removed without the recovery catheter. The device was pulled through the just deployed stent and became entangled with the stent. Eventually, with some force applied the rx accunet filter wire was removed from the anatomy, however, the filter element remains in the stent in the anatomy. It was noted that the rx acculink stent also sustained some damage and under fluoro appeared mangled in the vessel. The patient remained neurologically stable. The physician used 2 different non-abbott plugs within the vessel to occlude the right carotid where the detached filter element, wire fragment and the implanted stent were located; the vessel was successfully occluded. Post procedure the patient remained stable and there was no neurological deficit reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: acculink. (B)(4)-incorrect removal. The customer reported the device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The additional device, rx acculink carotid stent is being filed under a separate MFR#.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. The rx accunet embolic protection system instructions for use states: do not attempt to pull an open filter basket through the stent. Do not attempt to capture the filter basket by pulling it into the recovery catheter if the recovery catheter tip is in the stent area. Pulling the filter basket into the stent area may lead to stent-filter entanglement and/or basket detachment. Based on the information reviewed, there is no indication of a product deficiency.